Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 2000mcg/ml dose not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient was reported withdrawal symptoms that started a couple weeks ago. Per the reporter they were meeting the patient tomorrow for troubleshooting. The patient was being supplemented with oral medications. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2020 indicated a nurse initially reported the information to the rep. It was reported on (B)(6) 2020 the doctor did a dye study and confirmed with fluoro the catheter was patent with minor leakage around the lumbar level, most likely outside the intrathecal space. They would schedule the patient for full system replacement. The cause of the withdrawal symptoms was a catheter leak. It was noted the cause of the leak was unknown as no surgical intervention had happened yet. Regarding the pump replacement, the pump would be at end of service (eos) in less than 6 months, and rather then bring him back for a second surgery they would like to replace the pump at the time they do the catheter. It was noted the pump and catheter would probably not be returned, because the facility disposed of explanted products. It was noted the patient¿s weight was not available. The catheter currently remained in the patient and he would be scheduled for a full system replacement soon. No further complications were reported.